Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, as the physician was loading the first leg assembly into the capio device, the needle detached, outside the patient. The physician completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure and is over 18 years of age.

Manufacturer narrative:
(B)(4).